Manufacturer narrative:
This supplemental report is being filed to provide additional coding.

Event description:
It was reported that this patient's device has gone from 59% to end of life (eol). Replacement was recommended, however the device still remains in service. No adverse events were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This supplemental report is being filed to provide additional coding.

Event description:
It was reported that this patient's device has gone from 59% to end of life (eol). Replacement was recommended, however the device still remains in service. No adverse events were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.